Manufacturer narrative:
The lens was not received for analysis. The iol met all manufacturing specifications prior to release. Halos and/or glare are a known and labeled possible side effect of; multifocal lens implant.

Event description:
It was reported the lens was explanted without complication due to the patient's intolerance of halos and glare, a known and labeled possible side effect of multifocal lens implant.